Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were two non-sustained (nst) episodes less than 220 milliseconds (ms). V-v cycle are recorded between 09 and (B)(6) 2013. 607 of 621 lifetime v-sic occur since (B)(6) 2013. Lia triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic. Maximum v-pace impedance rises from an approximate baseline of 425 ohm to 1121 ohm the week ending (B)(6) 2013 and then recovers back to baseline.

Event description:
It was reported that the right ventricular lead had a sudden increase in sensing integrity count (sic), a number of short and fast (nst) episodes, and an increase in lead impedance which triggered a lead alert. A lead conductor fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.